Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power on reset (por) related to the patient's radiation therapy being used for cancer. The ICD remains in use. No patient complications have been reported as a result of this event.